Event description:
The hospital reported that a CABG was performed on (B)(6) 2015 and was successful. No problems during the procedure or post op. The patient was discharged from the hospital. Patient presented to his local ed at a regional hospital - (B)(6) with a pulmonary embolism post deep vein thrombosis in the evh leg. The patient was intubated in (B)(6) ICU. The patient was extubated and doing well. No abnormality detected with the integrity of the CABG or leg incision. Tm was present for the case and was first evh case performed @ (B)(6).

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).